Manufacturer narrative:
*Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/17/2018 under wo #246357 and shipped on 9/19/2019. Manufacturing record review: DHR 246357 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93541, this unit was at csi on 12/18/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was leaking through the o-rings on the actuator guides. The actuator guides were also noted to be loose. Root cause: no definitive root cause for this issue could be reliably determined at this time. A review of the remaining units on this wo reveals no additional failures similar to this unit. The root cause may be due to an assembly error. *correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer. A re-training is not applicable as the relevant assembler has retired. A review of the training for this assembly was done and updated to within a year if noted to be older than one year from april 2020. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Gas leaking from handle. Order: 93541. Ref (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Gas leaking from handle. Order: (B)(4). Ref (B)(4).